Manufacturer narrative:
The insulin pump had unresponsive buttons and alarmed for a button error due to corroded keypad traces. No restart error test could be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose levels of 67 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported an unexpected restart from the insulin pump after changing the battery. The customer also reported that the keypad of the insulin pump was not responding. The customer reported that the insulin pump might have been exposed to water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.